Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided. Although requested, further information was not provided.

Event description:
It was reported from the cardiac ICU that the "pump turned off during continuous infusion. (B)(6) states the pump was returned to service prior to inspection." The medication involved was packed red blood cells (prbcs). There was no patient harm. Although requested, further information was not provided.